Manufacturer narrative:
(B)(4):there was no unanticipated tissue loss, no extension of an incision over an inch, no blood loss over 500cc, no delay in surgery over 30 minutes, and no device fragment fell in the patient. Another manufacturers reinforcement material was not used.the device was returned 11/13/2015.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one eea xl 25mm single-use stapler opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends, and an evaluation of the returned device. A microscope examination of the device displayed nicks on the knife blade. In addition, a deep knife impression and a cross cutting staple was observed along the cutline impression in the cutting ring/mylar cover. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage and the pushers advanced. A review of the device history record could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction.

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: during use of the device on the patient, the proximal donut did not form. This is all of the information that is currently available. Additional information has been requested from the account.